Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (elevated). However, the exact blood glucose level was not provided. It was confirmed that the customer would use long and short acting insulin pens as alternate insulin therapy.